Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files identified a low flow hazard alarm, a specific cause for this finding and the report of rising ldh with hematuria could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The submitted controller event log file captured 1 transient low flow hazard alarm at 08:45:00 am, associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm. Calculated flow was captured at values as low as 2.4 lpm, and elevated pi values up to 11.6 were also noted during this event. The low flow alarm lasted less than 1 second in duration. Despite this finding, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The account communicated that the patient had a rise in ldh from 352 to 650 with a urinalysis positive for a small amount of blood in the past 24 hours. There was a concern for hemolysis, but there were no reported vad alarms and the patient was hemodynamically stable at the time. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) but experienced further low flow events in (B)(6) 2019. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was seen in clinic for hemolysis concerns. Ldh was noted to have risen from 325 to 650. There was a small amount of blood in the patient's urine sample. Log file analysis noted low flow events. No further information was reported.